Event description:
The customer observed falsely increased alinity I total hcg results on one patient. The following data was provided: (B)(6) 2023 result = 2593.42 miu/ml repeated on (B)(6) 2023 = <2.3 miu/ml (B)(6) 2023 another sample same patient result = <2.3 miu/ml no impact to patient management was reported.

Manufacturer narrative:
Complete information for section a1 patient identifier: sid (B)(6) and sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I total b-hcg reagent kit, list 07p51-74, abbott laboratories, longford, ireland to the alinity I processing module, list 03r65-01, abbott laboratories, irving, texas, USA. MDR number 3016438761-2023-00322-00 has been submitted and all further information will be documented under that MDR number.